Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Data was provided for evaluation. Data review did not confirm the reported event of an unexpected cgm app shut-off. A root cause could not be determined via data.